Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that intraocular lens (iol) was explanted from patient's right eye, due to unexpected post-operative refraction whereby patient was unhappy with visual outcome. Additionally, it was noted that refractive error was due to a calculation problem. It was further reported that incision was not enlarged and vitrectomy was not performed. Also, no patient complications were reported. A replacement lens was placed. Replacement lens was of the same model but different diopter (ar40mn diopter 0.5), serial number was asked but not provided. Patient was noted to be recovered with no significant interferes to activities of daily life. No further information has been provided.

Manufacturer narrative:
The intraocular lens was returned to the manufacturing site for investigation. Loose particles were observed on the lens optic body compatible with handling the lens. Stains of what appeared to be hardened viscoelastic residue were dispersed through the lens optical body pieces. The condition observed in the lens received was consistent with a lens that had been explanted from a patient's eye. The optical diopter measurement could not be performed due to the condition of the received lens. There were no indications that suggested any fault of the lens and operational was chosen as the result code based on investigation findings. There was no indication that the returned lens may have caused the reported complaint. A review of the manufacturing records was performed. The documentation and testing were found within product specifications. No deviation or non-conformance (ncr) was generated during manufacturing. At the final inspection process, the lenses are 100% inspected at 10x microscope magnification. The operators perform a measurement inspection and disposition according to specification. Based on the manufacturing record review, no deviation or assignable cause was identified. All pertinent information available to abbott medical optics has been submitted. Placeholder.